Event description:
Boston scientific received information that this implantable cardioverter defibrillator's (ICD) battery was depleting faster than expected. A disk analysis was performed and confirmed that rapid battery depletion was occuring due to a suspected hardware failure. Boston scientific technical services (ts) recommended device change out. A revision procedure was performed. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process, a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in premature battery depletion.